Event description:
It was reported that, "the surgeon performed the revision surgery with the patient in 2009, because the omnifit m/s psl shell penetrated the patient's acetabulum. Also the insert was penetrated by the head of screw. The surgeon removed shell, insert and head, and implanted new product instead of them."

Manufacturer narrative:
Additional information has been requested, and if available it will be submitted on the supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event.